Event description:
Clinical study #152-085r-m same case as 6000093-2006-02351. It was reported that 288 dyas after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). 2 days prior to the initial procedure, the patient underwent pci of the proximal right coronary artery (prox rca) with angioplasty, then placement of a 3.5x33mm cypher stent. There was 0% residual stenosis following post-dilation. The patient was to return to the catheterization lab for pci to the left anterior descending (lad). At the index procedure, target lesion 1 was 10mm long and was identified in the distal lad with 70% stenosis and a 2.5mm reference vessel diameter. The physician treated the lesion with direct placement of a 2.5x12mm taxus experee2 8.8% drug eluting stent. Residual stenosis was 0% following post-dilation. Target lesion 2 was 12mm long and was identified in the mid lad with 80% stenosis and a 2.5mm reference vessel diameter. Target lesion 2 was treated with direct placement of a 2.5x16mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0% following post-dilation. The patient was discharged the next day aspirin and plavix. 288 days after the initial procedure, coronary angiography revealed lmca no significant stenosis, lad new 60-70% proximal stenosis; previously placed mid and distal stent s were widely patient there was proximal edge in-stent restenosis; 2nd diagonal subtotally occluded, lcx 20-30% stenosis of the 1st om, rca dominant vessel; previously placed mid stent patent; faint collateral circulation form the l-pda to the septal artery, lvef 55-60%; normal left ventricular function. The patient underwent pci of the proximal lad with direct placement of a 3.0x32mm taxus stent (which overlapped the proximal portion of hte previously placed taxus stent) and direct placement of a 3.5x24mm taxus stent (which overlapped the proximal portion of the newly placed stent). Residual stenosis was 0% following post-dilation. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.